Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding loosening involving a uni baseplate was reported. The reported revision surgery was confirmed. However, the reported loosening could not be confirmed. Method & results: device evaluation and results: no material or manufacturing defects were identified. Medical records received and evaluation: all medical records were reviewed by a consulting clinician who indicated there is no evidence that factors of faulty manufacturing or materials were responsible for this clinical situation. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the articulating surface of the tibial bearing insert contained material damage in the form of burnishing, third-body indentation, and abrasion. Eds analysis on the reported orange stain of the articulating surface indicated constitutive elements likely to have been derived from biological fluid. The exact cause of the event could not be determined because no medical records were provided for review. Additional information such as clinical/past medical history, operative reports, revision date and serial x-rays would be required for further review. No further investigation is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The femoral and tibial components were revised due to loosening. At the revision surgery, the orange stains were found on the insert. The surgeon would like to know the elements of the orange stains.

Event description:
The femoral and tibial components were revised due to loosening. At the revision surgery, the orange stains were found on the insert. The surgeon would like to know the elements of the orange stains.